Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during prime/rewind process. The blood glucose reading is high. Customer treated the blood glucose with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.